Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.00/1.5/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Reportedly, the lens was too small and was replaced with a longer length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.